Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error and cartridge fit issues were verified while based on the analysis, the alleged cartridge damaged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.